Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased and elevated thresholds on the left ventricular (lv) lead. The lead was capped and replaced. It was also reported that the device had reached battery depletion early. The device was explanted and replaced. The patient is enrolled in the post approval network (pan) cardiac and vascular group (cvg) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.